Event description:
A pk papyrus covered stent system was selected for treatment of a splenic artery aneurysm. It was planned to place the stent in the splenic artery but came off delivery system while being retracted from patient undeployed. The stent then was seated in the gda, where they had embolized coils due to bleeding. Attempts were made to retrieve the stent, but they were unsuccessful. It was decided to leave it in the proximal gda.

Manufacturer narrative:
Investigation results: the affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, abdominal aortogram) and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as device- and procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.